Event description:
It was reported that during a percutaneous coronary intervention a balloon burst occurred. The 96% stenosed lesion was located in a mildy tortuous and severely calcified right coronary artery. On the first inflation the 3.5x15mm quantum maverick balloon burst at sixteen atmospheres. The balloon was removed intact. The procedure was completed with a 3.75x15mm quantum maverick balloon. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
Device evaulated by manufacturer: the device was visually, tactilely and microscopically examined along the entire length. There is dried blood and contrast present which is consistent with the device having been introduced into the body. The balloon has seen positive pressure. There is a balloon pinhole located approximately 4mm distally from proximal balloon body cone transition. No further damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon burst occurred. The 96% stenosed lesion was located in a mildy tortuous and severely calcified right coronary artery. On the first inflation the 3.5x15mm quantum maverick balloon burst at sixteen atmospheres. The balloon was removed intact. The procedure was completed with a 3.75x15mm quantum maverick balloon. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
(B)(4)